Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked. On (B)(6) 2025, the patient presented to our department for an induced abortion due to a missed abortion. At 08:15, preoperative fluid administration commenced via a closed-system intravenous catheter insertion. Following successful insertion, leakage occurred at the connection point during saline infusion. The catheter was immediately removed and reinserted. This second insertion caused additional vascular damage to the patient, increasing both the patient's discomfort and the nurse's workload.